Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with non-sustained ventricular fibrillation. Episode showed non-physiological signals on the near field channel. Signals could not be replicated with isometrics. Lead measurement was stable. Lead failure was suspected. The lead was capped and replaced. Patient was stable post procedure.